Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report#: 3006948883-2019-00990. This complaint will therefore be cancelled. H3 other text: see h.10.

Event description:
It was reported that the pegasus bl 22gax1.00in prn-cap y non-pvc experienced a broken/detached needle that was noted during use. The following information was provided by the initial reporter: it's noticed that flow occluded and completedly prevented fluidic fill in & out. During retraction of the needle, it was noticed that needle disengagement was difficult. After completing the penetration, it's noticed that needle tip was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus bl 22gax1.00in prn-cap y non-pvc experienced a broken/detached needle that was noted during use. The following information was provided by the initial reporter: it's noticed that flow occluded and completedly prevented fluidic fill in & out. During retraction of the needle, it was noticed that needle disengagement was difficult. After completing the penetration, it's noticed that needle tip was broken.